Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer¿s blood glucose was 133 mg/dl. Reportedly, the customer pushed down hard on the syringe needle and the issue resolved and the customer successfully filled the cartridge.